Event description:
On 21feb2022, northgate technologies, inc was made aware of an alleged event from distributor boston scientific corporation "...after less than 24 hours the subject had an episode of cholangitis. The adverse event is serious since the outcome will result in prolonged hospitalization. The relationship with our procedure is probable. A cholangiography was performed on (B)(6) 2022, but no residual lithiasis was observed. The biliary drainage was replaced. The subject was treated with antibiotic therapy and is fine". There was no alleged device malfunction during the ehl procedure.

Manufacturer narrative:
On 21feb2022, northgate technologies, inc was made aware of an alleged event from distributor boston scientific corporation "...after less than 24 hours the subject had an episode of cholangitis. The adverse event is serious since the outcome will result in prolonged hospitalization. The relationship with our procedure is probable. A cholangiography was performed on (B)(6) 2022, but no residual lithiasis was observed. The biliary drainage was replaced. The subject was treated with antibiotic therapy and is fine". There was no alleged device malfunction during the ehl procedure. There are 2 suspect devices used during the incident from different lots and are being reported separately. On 23feb2022 requested additional information from the distributor on the procedure and the suspect devices. As of 16mar2022, we have not received any additional information despite multiple requests from the end user. CAPA (B)(4) was initiated to investigate the event with available information from the end user. The suspect device has been requested to be returned for investigation. The probes have not been returned for evaluation. The device history record for bsc15242 from april 2021 (mo 15242) was reviewed and the lot passed all testing. Currently there is no known or suspected malfunction noted with the suspect device given that the distributor complaint coding on the device was "no known device problem" and a review of the device history record of the lot that was involved in the incident. A follow up report will be filed with any additional information and findings when it becomes available.